Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that while a portex spinal anesthesia tray was being used during a spinal anesthesia procedure, the needle separated from the hub while it was inserted into the patient's back. The needle was removed with no injury to the patient. Incident received via medwatch (B)(4).